Manufacturer narrative:
The investigation found that the insulin infusion pump was performing per product specifications. However, the user failed to clear multiple e4-occlusion alerts per the instructions provided in product labeling. Failure to clear the e4-occlusion alert leaves the pump in stop mode, not delivering insulin.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels as high as 500 mg/dl and diabetic ketoacidosis. The patient was treated at the hospital. After her blood glucose level returned to normal she returned to pump therapy and her blood glucose level rose again. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.